Manufacturer narrative:
Additional information: b7 and d10. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, abdominal pain, and fever. A day prior to the initial symptom onset, the patient was hospitalized due to fever. The cause of peritonitis was unknown. On an unknown date, the patient was treated with vancomycin injection (1gm, every 72 hours, intraperitoneal) and amikacin injection (125mg, intraperitoneal, once daily) for peritonitis. At the time of this report, the patient was discharged from the hospital and recovered from the events. On an unknown date, pd therapy was discontinued. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.